Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, patient information was not provided.

Event description:
It was reported that the pump alarmed "reprogram syringe" and continuously turned off and on during infusion. Although requested, additional information was not provided.

Manufacturer narrative:
Correction: h6 patient code. Additional information: mw# (B)(4).

Event description:
It was reported that the pump alarmed "reprogram syringe" and continuously turned off and on during infusion. Although requested, additional information was not provided. Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "alaris syringe pump alarmed "reprogram syringe" and shut off on continuous drip infusing. Infusion was switched to new pump, and the malfunctioning pump was removed from alaris brain." An incomplete date of event of (B)(6) 2020 was provided. The event occurred in pediatric intensive care unit.

Event description:
It was reported that the pump alarmed "reprogram syringe" and continuously turned off and on during infusion. Although requested, additional information was not provided. Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "alaris syringe pump alarmed "reprogram syringe" and shut off on continuous drip infusing. Infusion was switched to new pump, and the malfunctioning pump was removed from alaris brain." An incomplete date of event of (B)(6) 2020 was provided. The event occurred in pediatric intensive care unit.

Manufacturer narrative:
The customer¿s report of the syringe module displaying a ¿reprogram syringe¿ error was due to a ¿syringe calibration required¿ error, which is associated with error 351.6660.0 was confirmed. Physical inspection noted the device to be in fair condition. However, thread wear was found on both of the split nuts. Review of the syringe module error log for the recorded entries that occurred on the reported date and time. The code 351.6660.0 syr plunger position failure occurred at 9:27pm on (B)(6) 2020. Analysis of the pcu event log for recorded entries that occurred on the reported date of (B)(6) 2020. The user programmed a drug to infuse at the rate of 2 ml/h and the vtbi of 1 ml at 7:56:57 pm. The duration of this programmed infusion was 30 minutes. At 08:25pm, the syringe module was channeled off. At 08:26pm, ¿check syringe¿ error was recorded to have occurred. At 08:33pm, the syringe module was selected. At 08:33pm, a monoject 60 ml syringe was selected. The user programmed a drug to infuse at the rate of 2 ml/h with the vtbi of 46.7416 ml. At 09:27pm, ¿ syr_calibrate¿ error was recorded to have occurred. At 09:27pm, the syringe module was channeled off. Functional testing was performed by loading a test bd 50/60 ml syringe and programming an infusion at the rate of 2 ml/h with the vtbi 46ml. The programmed infusion started and completed with no errors or malfunctions observed. Testing passed for asm plunger force accuracy testing that was performed on the syringe module with the worn split nut as well as with the replacement split nut. The root cause of the customer¿s reported incident that the syringe module displayed a ¿reprogram syringe¿ error and stopped infusing was a ¿syringe calibration required¿ error which is attributed to the worn thread on the split nuts. Device history review: review of the sn (B)(6) service history record showed the device had a manufacture date of 02/21/2017. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production records were opened for the source device.